Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited episodes of pauses due to undersensing. The patient was seen in clinic and the undersensing was resolved by pocket manipulation. The cause of undersensing was suspected to be due to the loss of contact of the device to the intended tissue. The patient was not adversely affected.